Manufacturer narrative:
This catheter as note returned to the manufacturer so an evaluation could be performed. A comparative catheter was pulled from numed stock and test for rated burst pressure. This size catheter has a labeled rated burst pressure of 2 atm. The comparative catheter burst at 3 atm was tested. It is unknown whether an inflation device with pressure gauge was used as recommended in the instructions for use. The pressure that the catheter burst at is also unknown.

Event description:
Balloon burst.